Event description:
The manufacturer received information alleging during preventative maintenance, a service alarm popped up and urgent code e-344 was found. The device was not in-patient use. There was no harm or injury reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to the manufacturer.